Manufacturer narrative:
Company comment: the serious event of anaphylactic reaction was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent the permanent damage. The likely root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. A trending analysis on the lot was performed to determine the number of medical complaints associated with the specific lot number, and to date, this remains the only medical complaint reported. To rule out a non-conforming product, a repeated batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-feb-2025 by a nurse concerning a 63-year-old female patient. The medical history of patient included blood pressure, aneurysm and allergies to perilipin. Concomitant medications included 20 mg of pariet [rabeprazole sodium], 10 mg of tritace [ramipril], 240 mg of vasocardol [diltiazem hydrochloride], 10 mg of zanidip [lercanidipine hydrochloride], and 100 mg of asprin [acetylsalicylic acid]. No information about previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 2 vials of sculptra (lot 4j4804) to the deep dermis of pre-auricular and temporal area (unknown injection technique and needle type) for collagen stimulation. The sculptra was reconstituted with 16 ml of water for injections [water for injection] and 4 ml of 1% lidocaine [lidocaine]. During the procedure, the hcp used alcohol wipes of 70% isopropyl alcohol [isopropanol] as a skin antiseptic, 0.05% of chlorhexidine acetate [chlorhexidine diacetate] for pre-treatment skin preparation, and bepanthen [panthenol] cream as antiseptic post-procedure. Treatment was performed as per protocol. On (B)(6) 2025, the patient experienced a severe anaphylactic reaction (anaphylactic reaction) and was transported to the hospital by ambulance, requiring hospitalization on the same day. The patient was treated with 300 mcg of epinephrine [epinephrine] on (B)(6) 2025. On (B)(6) 2025, the patient was discharged from the hospital. In the follow-up report, the reporter indicated that the patient had fully recovered from the event. Outcome at the time of the report: anaphylactic reaction was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 26-feb-2025 from the same reporter: the case was upgraded to serious. Patient demographics, medical history, suspect device implant location, implant date, lot number, expiry date, event onset date, outcome, hospitalization dates and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a nurse concerning a 63-year-old female patient. The medical history of patient included blood pressure, aneurysm and allergies to priliquin. Concomitant medications included 20 mg of pariet [rabeprazole sodium], 10 mg of tritace [ramipril], 240 mg of vasocardol [diltiazem hydrochloride], 10 mg of zanidip [lercanidipine hydrochloride], and 100 mg of asprin [acetylsalicylic acid]. No information about previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 2 vials of sculptra (lot 4j4804) to the deep dermis of pre-auricular and temporal area (unknown injection technique and needle type) for collagen stimulation. The sculptra was reconstituted with 16 ml of water for injections [water for injection] and 4 ml of 1% lidocaine [lidocaine]. During the procedure, the hcp used alcohol wipes of 70% isopropyl alcohol [isopropanol] as a skin antiseptic, 0.05% of chlorhexidine acetate [chlorhexidine diacetate] for pre-treatment skin preparation, and bepanthen [panthenol] cream as antiseptic post-procedure. Treatment was performed as per protocol. On (B)(6) 2025, the patient experienced a severe anaphylactic reaction (anaphylactic reaction) and was transported to the hospital by ambulance, requiring hospitalization on the same day. The patient was treated with 300 mcg of epinephrine [epinephrine] on (B)(6) 2025. On (B)(6) 2025, the patient was discharged from the hospital. In the follow-up report, the reporter indicated that the patient had fully recovered from the event. Outcome at the time of the report: anaphylactic reaction was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2025 from the same reporter: the case was upgraded to serious. Patient demographics, medical history, suspect device implant location, implant date, lot number, expiry date, event onset date, outcome, hospitalization dates and corrective treatment details were updated. V.2 batch record review results obtained on (B)(6) 2025. Follow-up requested but unsuccessful.

Manufacturer narrative:
Company comment: the serious event of anaphylactic reaction was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent the permanent damage. The likely root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. A trending analysis on the lot was performed to determine the number of medical complaints associated with the specific lot number, and to date, this remains the only medical complaint reported. A batch record review was performed. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.